Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted. During troubleshooting with tandem technical support, customer indicated that apidra insulin was being used. Customer indicated that physician would be consulted for change of insulin prescription.